Event description:
It was reported that after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the head. The surgeon believes that when the 12mm airseal port became dislodged and was reinserted, resulted in the subcutaneous emphysema. The issue can be resolved naturally. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".